Manufacturer narrative:
3002808148-2025-20911-00 b5 statement was incorrectly submitted. The correct b5 statement is as shown as above.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope had carbon powder flowing out. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope had carbon powder flowing out. There was no patient involvement. Translation of inquiry record determined as a complaint done by triage complaint evaluator si wang fluent in english and chinese on (B)(6) 2025.